Event description:
On (B)(6) 2013 product monitoring received notification that during a CT pa scan at 4mls per second the pt experienced 60 mls of optiray 300 (lot 13d0952u exp 03/2016) contrast extravasated into arm. The timing injection of 20mls was fine, patient's arm was checked after. Main bolus of 60mls issued in pt's arm. Female out pt , (B)(6). Bd venflon located in right arm. The cannula removed to allow any contrast to be massaged out through the injection site, all had cold compress applied and advise given to the pt to keep the arm elevated. Pts are also advised to observe the site for any further problems. No injury reported. No error given by injector.

Manufacturer narrative:
The customer reported an extravasation had occurred on this injector and desired to have it checked by regional service. The mallinckrodt regional service. The mallinckrodt regional service engineer found the pressure to be within manufacturers specifications. Proper operation of the injector was verified.